Event description:
Nurse reported fresh frozen plasma took too long to infuse on an ICU patient. A volume of 311 ml was to infuse over 90 minutes but lasted over 2 hours and still was not complete. Infusion was via a central line with an unspecified pump blood filter set. Customer was advised to save the set and the system for investigation but stated they were short on devices and didn't know if she could return it. Customer was then advised to notify the biomed who could check rate accuracy. There was no report of patient harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The device has not been received for investigation. Should the device be returned, a follow up report will be submitted with the failure investigation results.